Event description:
During a diagnostic laparoscopy, the surgeon inserted the 512h into the patient's upper left quadrant without pneumoperitoneum. The indication for surgery was bowel obstruction. The 512h went through and through one segment of bowel and went into another segment of bowel. The patient had previous surgery and it appeared the small bowel that was entered was taut from adhesions. The surgery was converted to open to repair the enterotomies in the bowel. The patient developed an infection from the bacterial spillage.